Manufacturer narrative:
The insulin pump was received with no belt clip. All buttons function properly, however j2 connector on lcd board was half-unlocked during visual inspection. The pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she would check her blood glucose and the buttons would not work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.